Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies to address occlusion. Customer's blood glucose (bg) was over 500 mg/dl. Customer's legs were red and swollen. Elevated bg was treated with insulin injections and a temporary basal rate was set. As occlusions occurred in the past and pump supplies were changed, tandem technical support could not determine a possible cause of the occlusions. Customer reverted to using manual injections for insulin therapy. Reportedly, customer met with their healthcare provider to discuss the reported event.